Manufacturer narrative:
(B)(6). Section d4: UDI details are not available based on the time of manufacturing. Method: the subject mr850 respiratory humidifier was returned to our fisher & paykel healthcare service centre in the USA where it was inspected by a trained f&p service technician. Results: the service centre confirmed that the conductive wires were exposed. Conclusion: the cause of the observed damage was not determined. During production the electrical connections of the earth wires on all mr850 units are 100% tested for electrical continuity. Any product that fails is rejected. All mr850 units are visually inspected for damaged power cords before release for distribution. This suggests that the damage occurred after it had been distributed. The mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking, performance and electrical safety testing of the mr850 heater base. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 respiratory humidifier is compliant with the following electrical standards: as/nzs 3200.1.0, can/csa 22.2 no.601.01, ul 60601-1, iec 60601-1.

Event description:
A healthcare facility in (B)(6) reported that an mr850jhu respiratory humidifier is faulty. During servicing at fisher & paykel (f&p) healthcare regional service centre, it was confirmed that the power cord was damaged with exposed wires. There was no patient or user harm reported.